Event description:
When device attempted to be deployed in right femoral artery, the suture ties attached to the device were not attached appropriately and device unable to be deployed upon withdrawal from access site.